Event description:
The patient presented to the emergency room with a low heart rate and tiredness and was admitted to the hospital. The device could not be interrogated via inductive interrogation. In addition, there was no magnet response. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of inability to interrogate was confirmed and and the reported event of premature battery depletion was not confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found in normal range. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.